Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided by the complainant, an sap delivery search was performed to identify all lot numbers with the reported catalog number shipped to the facility in the three months prior to the occurrence date. There were no lots delivered from the reported catalog number during this time frame. The search was then extended to find the last delivered lot with the reported catalog number. The search did not yield any results. Therefore, a lot history review, or a lot record review could not be performed. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a blood leak that occurred at the start of a patient¿s hemodialysis (hd) treatment. Blood was observed leaking externally from the arterial bloodline port on the dialyzer, where the combi set connects. No damage was identified at the leak location, which was reported to be at the connection point. The machine, a fresenius 2008t, did not alarm. As soon as the blood leak was noted, most of the patient¿s blood was returned. Approximately 10 ml of blood loss was reported, which was the amount that leaked onto the floor. Follow-up with the facility¿s charge nurse (cn) confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The disposable complaint devices were not available to be returned for evaluation as they were reportedly discarded.